Event description:
It was reported that the pump could not be filled on 2011 (B)(6); multiple attempts were made by the nurse but it was unable to aspirate the remaining drug from the reservoir. The same thing occurred on 2011 (B)(6) as well, so they scheduled the refill to be done by a radiologist under fluoroscopy on 2011 (B)(6). Patient was having the fluoro test when the pump got locked; the healthcare provider (hcp) took a 10ml syringe of saline and attempted to push without success. He also was unable to aspirate saline. It was confirmed that the bellows were symmetrical and that the pump was not flipped. The patient was last filled in (B)(6), and reportedly fell 2 months ago resulting in bruising over the pump. This was the first attempt at accessing the reservoir following the fall. No pump alarms were heard. Patient experienced increased pain in back and joints. Patient went to the ER past sunday i.e. 2011 (B)(6), due to pain control issues; nothing was done with the pump at that time. Drugs delivered via the pump were hydromorphone <(>&<)> bupivacaine (marcaine). It was later reported that the pump was replaced. It was stated that the pump printouts read the drug infused as hydromorphone, however per the hcp office the drug was morphine. Patient sustained no injury; recovered without sequela.

Manufacturer narrative:
Concomitant medical products: catheter: model: 8711, (B)(4), implanted: (B)(6), explanted: unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed pump-fluid-reservoir access issues from drug residue. It was observed that the pump could not be aspirated or filled during testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).